Event description:
It was reported that an unspecified malfunction alarm occurred resulting in the pump shutting down. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose value.